Event description:
During a pvi atrial fibrillation procedure, an air leak was noted on the agilis sheath after volt catheter was inserted. The agilis sheath was introduced via the right femoral vein, transseptal puncture was performed and the volt catheter was inserted into the agilis sheath. While aspirating the agilis sheath, it was noted that there were constant new bubbles. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.